Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Device not returned

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer changed the pump supplies and resumed insulin therapy. Reportedly, the customer is removing cartridge air bubbles with an empty syringe, and wearing the infusion set for 3 days. Tandem clinical support informed customer that, removing cartridge air bubbles with an empty syringe, and wearing the infusion set for 3 days, is off label per the user guide. Customer¿s blood glucose level was 293-337 mg/dl.